Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failed and device not detected on the communication bus. The customer indicated that accessing critical medication might have required forcibly removing or destroying a cubie and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because a drawer failed and was not detected on the communication bus. A field service engineer replaced the drawer controller board and the pyxibus controller module, then reconfigured and recovered the storage space to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.